Manufacturer narrative:
Related manufacturer report number # 2916596-2021-01115. Event date is estimated as the site was not able to provide any admission dates. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit shipped on 29nov2012. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had admissions for infection.